Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it is still in use therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If the device is returned at a later date, this report will be updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while in a circuit priming, the enteral feeding pump suddenly shut down and it wouldn't turn on again. No patient injury.